Event description:
It was reported that during an open mastectomy, after app.10 min, the harmonic started to vibrate and sound really loud. After a couple of minutes the active blade broke into pieces. The surgeon admitted that they may have touched metal with the active blade at one point. They finished the procedure with same like device. The procedure was delayed by 5 minutes but it was completed successfully. Fragments were generated but easily removed.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis for a set of images submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of the distal jaw of what appears to be an focus instrument. A closer look at the clamp arm interface shows the blade tip broken off. Image 2: the image provided by the customer shows an focus instrument. A closer look at the clamp arm interface shows the blade tip broken off. Image 3: the image provided by the customer shows a packaging tyvek. The lot can be observed as 495a03. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. As part of ethicon endo information surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.